Event description:
Boston scientific received information that the shock impedance measurement on this right ventricular (rv) lead was 109 ohms. Additionally, sensing had decreased. It was suspected that the lead was fractured; therefore, the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.